Event description:
Related manufacturer reference number: 3006705815-2022-00823. It was reported that the patient experienced ineffective stimulation since implant. Reprogramming was attempted, but was unable to restore therapy. As a result, surgical intervention was undertaken wherein the entire scs system was explanted. No new products were implanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete initial reporter information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.